Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that thermal damage had occurred to the row tray cubies. A field service engineer (fse) logged into the hardware test application (hta), removed the affected cubie, powered off the device, and removed the row trays. The fse confirmed that the damage was not caused by any liquid spill. The fse identified that the muscle wire overheated and exhibited a thermal damage. The fse replaced the row tray d, placed the cubies, restarted the pyxis, logged into hta and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 row d pocket 3 had thermal damage to row tray and got melted. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 row d pocket 3 had thermal damage to row tray and got melted. The customer reported there was a thermal damage and no delay to patient workflow. There were no adverse events or injuries reported based on this event.